Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient did not wear a mask. The same day as event onset, the patient was hospitalized for the peritonitis event and began treatment with vancomycin injection (1g in 3 days, route and frequency were not reported) and imipenem injection (1gm, twice a day, route and duration were not reported) for peritonitis. Four days later, pd catheter was removed and the patient was switched to hemodialysis for 45 days. After 45 days, recatheterization will be done. At the time of this report, the patient was recovering from the event. It was reported that the patient was retrained on proper aseptic technique. No additional information is available.